Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and tunnel infection. The patient was treated with ancef intraperitoneally (1gram, daily for four weeks) for the event. Eight days after hospitalization, the patient was discharged from the hospital. At the time of this report, treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).